Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump had stops in the middle of a bolus then customer had to manually as well as insulin pump had hairline fracture or chipping in casing at battery compartment. Customer also stated that the insulin pump had squirted insulin during priming, random unexplained no delivery alerts and buttons were less responsive. The device will not be returned for analysis.